Event description:
It was stated that insulin leaked at the neck of the reservoir. It was also stated that the customer suffered diabetic ketoacidosis.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to best of our knowledge.